Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 alarm, which occurred on the homechoice (hc) during use, during dwell 4 of 4. They checked all the bags and connections. The heater bag had solution in it and the supply bag was dry. The unused line was found to be unclamped. They explained the alarm and its probable cause. They cycled power to clear alarms and the home patient (hp) would finish with a manual exchange. They advised them to call the registered nurse (rn) for any clinical advice. The hp disconnected and the cassette was removed. The patient was connected either at the time of the alarm or observed air. The patient line was properly primed before connecting. Patient extension lines were not used. The patient did not disconnect any time prior to the alarm or observed air. All bags were properly connected. There were open clamps on the unused supply lines. Proper procedures per the user manual were reviewed with the reporter. The hc was ready for the next therapy.the solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was use error - open clamp. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a sample evaluation will not be conducted. The lot number was not provided, therefore no batch review could be performed.